Event description:
7/12/92 pt. Present as out patient for routine flusing of port-a-cath. Unit will not flush or aspirate. 7/13/92 pt. Seen by surgeon. Tubing has disconnected from porta cath and is located in pulmonary artery. 7/14/92 tubing removed in cath lab forsyth memorial hospital. 7/16/92 resvoir removed davie county hospital. Pt. Said dhe was told tubing had been off about 5 weeks from the fibrosis around it. Unit has been in since 1/9/90.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.